Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Event site name: (B)(6) university. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that after two days of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) indicated there was a leak. The customer was also informed that there were blood stains on the iab, but there were no blood stains on the equipment. The customer had been clearly informed that the equipment could not be used if there was blood. The iab was removed after three days of therapy. There was no patient harm or adverse event reported. This report is for the iab involved in this event. A separate report has been submitted for the iabp under mfg report number 2249723-2024-00616.

Event description:
N/a

Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted **UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).